Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope displayed green lines in the image, like a barcode. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in image occur. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video telescope displayed green lines in the image, like a barcode. There were no reports of patient harm.